Event description:
A customer contacted beckman coulter inc (bec) to report ion-selective electrode (ise) leak. No injury or exposure was reported.

Manufacturer narrative:
On (B)(4) 2011 a bec field service engineer (fse) reported the leak was coming from the electrolyte injection cup. Fse removed a fibrin clog and ran health check. Root cause for this issue was a fibrin clogging the vacuum line. No additional leaks have been reported as of (B)(4)-2011. (B)(4).